Manufacturer narrative:
Concomitant medical products: product ID: 419678 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) supra ventricular tachycardia (svt) discrimination feature withheld defibrillation therapy on ventricular tachycardia (vt) events that the device classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.